Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. The infusion knowledge portal data and data set have been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of cytarabine. The physician order was "12 hour infusion: md order 42.5 mg (50mg/m2) (50 x .84) in 120 ml:. Stated cytarabine 50 mg/mw with a vtbi of 120 ml was programmed to infuse at 10 ml/hr (12 hour infusion); however, the infusion completed approximately in 10 hours. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.